Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this patient's right ventricular (rv) lead was being explanted due to a possible micro-perforation. The patient was feeling symptoms for over 7 months. Reportedly, the patient is not rv therapy dependent and only has pacing therapy in the right atrial (ra) lead. During this explant procedure, the health care professional and the implanting physician were discussing about the possibility of not re-implanting an rv lead and plugging rv port to create an aai system or the possibility of extracting rv lead, placing the right atrial lead into rv port of the pacemaker, and plugging the ra port. Technical services (ts) discussed these scenarios, indicating both would be off-label use of the pacemaker system, listing all the concerns, issues and requirements these scenarios would make. Ts cleared that there is no written documentation regarding programming and device functionality for these two scenarios, and a request for the creation of such documents was made. Subsequently, this rv lead was explanted and replaced; and the off-labeled scenarios were discarded. Further information indicates this rv lead was actually explanted due to infection. No additional adverse patient effects were reported.